Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the flange was intact and attached to the main tube stem. There was evidence of bonding agent on the tube-flange interface. Further examination of the sample showed no sign of defects. The outer diameter of the tracheostomy tube was measured and found within the specification. It was reported that the tracheostomy tube's flange were found detached from each tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the tensile strength of the flange-to-tube bond was measured on the returned units and found not to be within the in-house acceptance criteria. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1 (lotno:202405258x); 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1 (lotno:202405258x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, three tracheostomy tube's flange were found detached from each tubes. There was no patient involvement.